Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave an alarm during the prime test, and alarmed motor error during the basic occlusion test due to moisture damage on the force sensor. The pump had moisture damage on the motor assembly and all electronic assemblies. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother also reported the insulin pump would squirt out insulin during a prime. Customer's blood glucose was unknown. The mother reported fluid was present under the lcd display. The mother reported the insulin pump was dropped in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.